Event description:
Rptr had breast implants and had hardening of the breast and pain since that surgery. Began to have a lot of medical problems in late 1998. High cholesterol, ana 1/640, rashes, short term memory loss, muscle pain, and etc. Noticed that breast hurt with burning pain and they felt heavy. Around this year on the left breast rptr could feel the implant trying to come out of skin with severe pain. Went back to plastic surgeon and he said they could remove the implant by cutting the same incision as before around the nipple and pull the implant and sew rptr up and send them home. Rptr has spoken with two other plastic surgeons that do not agree with what dr said on explantation and both said rptr must remove this implant before it tears skin open. The skin on the left side is so thin rptr could possibly lose nipple. Rptr was told that they had the new approved implant filled with saline and unless rptr had a trauma to the chest, have a nice life. Rptr is in so much pain that they feel too sick to have the surgery at this time if rptr could afford it and too depressed to live with the outcome. Insurance will not pay. The rep for MFR said it was rptr's body's fault that breast implant was hard and coming out of chest and the medical drs are just scratching their heads with "I don't knows". Breast implants have taken rptr's health, money, job and now if rptr doesn't get them out maybe their life. Rptr asks how the government they love so much allows this product on the market.